Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ping meter was continuing to prompt the "apply sample' message after he had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013, between 5 and 5:30pm. The reporter stated the patient uses insulin to manage his diabetes and tests his blood glucose 4 or more times a day. The reporter stated the patient skipped or stopped his medication on the day of the alleged issue at an unknown time. The reporter stated 1 hour after the issue occurred he developed symptoms of feeling "heavy and sweaty." The reporter stated on (B)(6) 2013, between 5:30-5:46pm, he had something to eat or drink as treatment. The reporter stated on (B)(6) 2013, the patient's blood glucose was tested on a "reli on prime" meter with a reading of "50mg/dl" and a true test meter with a reading of "73mg/dl." At the time of troubleshooting, the cca confirmed the patient was using the correct test strips at the time of testing, and the patient's testing process was correct. The cca noted this was not the first time the meter had been used. The cca noted that the test strips completely drew in the sample replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia and required treatment.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was found to have a dirty spc pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.